Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the indigo system aspiration catheter 6 (cat6) was kinked upon removal from the packaging. The damage to the cat6 was found prior to use. Therefore, the cat6 was not used in the procedure and the procedure was completed using a new cat6.